Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/23/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint regarding the blank display could not be duplicated; there was a horizontal line through the display due to moisture damage. Unrelated to the original complaint, it was noted that the battery compartment was cracked from the top to the cover par, and a leak test confirmed that the pump was leaking from this crack. The pump case was opened and moisture was found throughout.